Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No moisture damage found inside the pump noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had insulin leaking into the reservoir compartment. Blood glucose level at the time of the incident was 472 mg/dl. The customer stated that the reservoir ring was cracked and/or missing pieces. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.